Event description:
The customer reported an overinfusion of protonix (pantoprazole; 80 mg in 100 ml ns) in the ed. The ed nurse reported starting a 100 ml protonix maintenance infusion at 2130 set up as a secondary to infuse at 10 ml/hr. Upon returning to the room, the infusion was found to be set at 500ml hour. The patient received an extra 80mg bolus instead of the intended maintenance rate. No patient harm or medical intervention was reported. Although requested, no additional information was provided.

Manufacturer narrative:
(B)(4). No devices received, log review only. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.